Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the cone of the male luer lock of the access line was broken. The reported condition was confirmed. The cause is design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set c the luer connector was observed to be broken, however, it was continued to be used for treatment, and eventually a blood leak occurred and the set was changed. The amount of blood loss was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.